Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server multiple users had enterprise-wide medication access errors and issue. The customer reported that users were unable to remove medications. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis¿ es server multiple users had enterprise-wide medication access errors and issue. The customer reported that users were unable to remove medications. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: h4, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple users were experiencing medication access errors and issues. A technical support specialist confirmed that a site analyst removed ¿emergency access¿ from many users on 2/20 and 2/21 to resolve the issue. The system functioned as intended after the site analyst troubleshot the device.